Event description:
The report received from the affiliate indicated that during a procedure, the 90 cm. 4 fr. Nylex pigtail 8 sh catheter split after doing an injection of the aorta using a power injector. Additional information indicated that the luer hub of the device was also cracked. There was no reported patient injury. Another catheter was used to complete the procedure successfully. The product was not re-sterilized. No resistance was encountered during advancement. No excessive torquing was required. There was no reported over-tightening of the connection to the power injector. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15809661 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Information received from an affiliate indicated that the luer hub of a 4fr nylex pigtail catheter was broken when removed from the packaging and the catheter ¿split¿ during a power injection. The catheter was used during a diagnostic aortic angiogram with a power injector, the power settings were not provided. The catheter was used despite recognizing the broken hub when it was removed from the packaging. The access site was the right groin. The product was not re-sterilized. It is unknown if the device was advanced through a stopcock or a hemostasis valve. There was no resistance noted, or excessive torquing of the device reported. There was no report of patient injury, the procedure was completed with a different catheter and the device was returned for analysis. Fal: a non sterile nylex pig 4f was received coiled inside a bag. The unit presented a tear at 4 to 4.5 cm, the tear looks like the body burst during injection; in addition 2 kinks were detected at 40.4 cm and 50.8cm from strain relief. No other anomaly was noted in the returned device. Dimensional analysis was performed on the unit and all dimensions were found within specification. The unit was sent to sem analysis and sem results showed that the catheter exhibited evidence of elongations. There is no evidence of abrasions or scratches that could be attributed to the rupture. The elongations found in the rupture could be induced by a pressure applied from the inside of the catheter to the outside. It cannot be concluded if the rupture was induced by a tool since there are no marks around the damage. A functional test was performed to determine if the body failure (burst) could be caused by internal obstruction in the body, during gw insertion and no obstruction or resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of luer hub cracked was not confirmed since no issues were detected during analysis. The reported customer complaint of body/shaft cracked was confirmed; however a root cause for the failure could not be determined during analysis. The power pressure limit for the 4fr nylex catheter is 1050 psi, whoever the amount of pressure used was not provided. With the information provided it is not possible to determine what factors may have contributed to the difficulties encountered by the customer. The device did not present any obvious indications of a manufacturing defect or anomalies that could have contributed to the events reported. The device history report review indicated that the product met specifications prior to shipment and controls are in place to prevent defective units from being distributed. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.